Event description:
It was reported that upon deploying a coil within the right aci, the coil stretched. The coil was partially within the aneurysm and the microcatheter. The portion of the coil that came out of the aneurysm was fixed in place with an enterprise stent. No harm was reported. Pt info - pt identifier, age, sex and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample has not been performed as it has not been returned to date. Therefore, the root cause could not be determined. An analysis will be performed once the product is returned. The device history record was reviewed. No abnormal discrepancies or non-conformance were observed. The root cause cannot be determined at this time.